Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached exhaust tube with connector were received for evaluation. A separation with abrasion adjacent was noted on the longer exhaust tube of the pump. This was a site of leakage. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the detached tubing or connector. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the longer exhaust tube of the pump indicated that it had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018 and removed/replaced on (B)(6) 2021 due to broken tubing on the right cylinder directly above the thick part of the tubing near the pump.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, tubing broken on right cylinder directly above thick part of tubing near pump. Device was explanted and replaced. No other adverse patient effects were reported.